Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and unexpected restart error alarm. Customer's blood glucose level was 194 mg/dl. Customer advised the unexpected restart alarm occurred shortly after the battery was replaced on the insulin pump. Customer was advised a temporary basal was not programmed prior to the unexpected restart error alarm. Customer declined to troubleshoot for the failed battery test. Customer was advised to monitor the insulin pump and call back if issues persist.